Event description:
(B)(6) reported that reamer would not spin inside the sleeve any longer. This was noticed when setting up for a procedure. There was no pt involvement or adverse consequences.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.